Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a reverse shoulder surgery the two openings became way bigger then intended and the plier did not hold properly anymore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9530m-03 univers revers trial humeral insert 39 +3 batch number: 250120700 was received for investigation. Visual evaluation of the returned device noted damage and wear to the exterior holes, and superficial scratches were observed. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear resulting from repeated insertion and/or removal of the device, as well as extended use in the field. Manufacturing date: 2012.